Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0pgyf, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received the patient had been on program 3 for two weeks. Therapy was good for the first week, but was not working as well the second week. The patient went from getting up 2 times a night to 5 times. It was noted that with time, the patient would stop feeling stimulation and had to constantly increase it. The patient had the same issues with program 1 and 2. As of the date of this report, the patient was on program 3 at 3.2v and was doing well.

Event description:
Additional information received reported that the prior week, the patient met with a manufacturer representative and changed from program 1 to program 2. Program 2 was effective for the first couple of days after changing programs, but now to get program 2 to be effective, the patient had to increase stimulation to a point where it was painful in the perineum. The patient was up all of the prior night because the device wasn¿t effective. Program 1 didn¿t work right, either. The patient was instructed to wait until the following week to change to program 3, but he wanted to change to program 3. The patient changed to program 3 and increased stimulation to a point where it was comfortable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was urinating every 2 to 3 hours in the daytime, which seemed ok to them, but in the nighttime they were going every 1 to 2 hours and they thought they needed to increase stimulation. The patient was feeling the intermittent pressure in the perineum and wanted to know if that was normal. It seemed to the patient that they had some urgency regarding to urination and wanted to know if they should adjust stimulation. The patient would have an appointment with their health care provider (hcp) in 6 days. The patient adjusted stimulation from 1.2v to 1.4v on program 1. It was noted that the patient never received the patient manual and they were implanted 2 days ago. It was further reported 11 days later that the patient had fallen a couple of nights ago. The patient had stimulation in the wrong location and had a loss of therapeutic effect. The patient had a loss of bladder control. The first week after implant was good and the second week the patient noticed they were urinating a lot in the day and night and they kept increasing the stimulation. Last night the patient noticed that they usually felt stimulation in the perineum and now felt it in the testicle. The patient thought they were at about 2.6v. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).